Manufacturer narrative:
Corrected data: d1, d2, d2b, and g5.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not vibrating for alerts and alarm notifications although the volume settings were set to vibrate. Customer's blood glucose was 400 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.